Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider 2 battery was smoking while charging with the 24v spider 2 battery charger. There was no patient or staff involvement and no impact on any surgical procedure.

Manufacturer narrative:
Evaluation narrative - one spider2 battery was received on march 25, 2016 and claimed to belong to a spider2 limb positioner, serial number (B)(4). The unit was visually inspected and the battery was found to be warped and damaged with separation between the housing. Internal corrosion was observed along the battery cell. The device was noted to be manufactured in may of 2011 and utilizes an older battery housing design which could allow fluids to enter the battery and result in corrosion over time. Current battery housing designs provide drainage paths to move any egressed fluid away from the battery. The root cause of this event was determined to be associated with corrosion of the battery. The unit shall be discarded as no repairs are possible. No further investigation is warranted at this time as this battery has been subject to wear and tear over a service life of approximately five years. (B)(4).